Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.force sensor zero offset measured within specific range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had open book image on the insulin pump screen. The customer's blood glucose level was 360 mg/dl. The customer advised that the pump will need to be replaced. The customer advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.